Event description:
Six years following intraocular lens (iol) implant surgery, the surgeon reported the pt had diminished vision in terms of sharpness and color saturation. The surgeon also reported the iol was brownish and slightly opaque. In a follow up, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B) (4). (B) (4). (B) (4).